Event description:
It was reported to vyaire medical that the vela ventilator had a transducer fault alarm. Furthermore, there was no patient harm associated with the event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H11-correction. D4-corrected model #. Section d4 was updated to indicate correct model #.